Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the patient stated it was taking too long to get a bolus. Patient stated it just sticks at 90% and they felt like they were holding the personal therapy manager (ptm) for forever since 2 weeks ago patient stated they just had her pump refilled on tuesday. Agent walked patient through how to clear data agent reviewed how to close out of all applications after each bolus. Patient mentioned she had done this clearing data process in the past. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.